Manufacturer narrative:
Report source: infection prevention coordinator. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however the customer stated that the patient's age ranged between 50 to 60 years old.

Event description:
It was reported that the tubing set primed without difficulty. The rn states that there was either lactated ringers or normal saline infusing at 100ml/hour. It was also noted that there were no other medications or antibiotics infused through the tubing set. The nurse assessed the line prior to leaving the patients room and noticed a very small trace amount of blood in the pigtail that did not extend to the hub. The nurse flushed the distal y-site port without difficulty and then left the room. The nurse later returned to assist the patient to the bathroom when it was noticed that there was IV fluids on the floor. The nurse traced the line with an ungloved hand and felt a notch in the tubing set just below the lower fitment, as well as noted moisture on the outside of the tubing set. The pump stated that 300mls had infused. It was also noted that there was the same amount of trace blood in the pigtail only. The nurse stopped infusion, disconnected the tubing set from patient, and flushed the pigtail. After assisting the patient to the bathroom the nurse then replaced the tubing set. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer's report that the tubing leaked was confirmed. Visual inspection of the set noted two small tubing tears 4.5 inches below the second smartsite near the lower fitment. No anomalies were observed. Functional testing confirmed leaking from two tears 4.5 inches in the tubing below the second smartsite near the lower fitment. The root cause of the tears could not be determined.

Event description:
It was reported that the tubing set primed without difficulty. The rn states that there was either lactated ringers or normal saline infusing at 100ml/hour. It was also noted that there were no other medications or antibiotics infused through the tubing set. The nurse assessed the line prior to leaving the patients room and noticed a very small trace amount of blood in the pigtail that did not extend to the hub. The nurse flushed the distal y-site port without difficulty and then left the room. The nurse later returned to assist the patient to the bathroom when it was noticed that there was IV fluids on the floor. The nurse traced the line with an ungloved hand and felt a notch in the tubing set just below the lower fitment, as well as noted moisture on the outside of the tubing set. The pump stated that 300mls had infused. It was also noted that there was the same amount of trace blood in the pigtail only. The nurse stopped infusion, disconnected the tubing set from patient, and flushed the pigtail. After assisting the patient to the bathroom the nurse then replaced the tubing set. The customer later stated that there were no adverse effects caused to the patient from the event.